Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event for frame damage was not confirmed; however, available information suggests procedural factors (high push force) likely contributed to the event reported. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve, heavy resistance was met during insertion of the 26mm commander delivery system into the 14fr esheath+, and the devices were stuck in the blue portion of the esheath+. Flouro revealed part of the crimped valve outside the side of the esheath+. Pulled valve back into sheath as much as possible and then removed entire system and sheath together as a unit. The patient was in stable condition. The devices were discarded. Upon removal of the device, the liner was observed to be torn, and the valve frame was damaged. Per report, the expansion tool was used, and the loader was able to be fully inserted into the sheath housing.